Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning and prior to the start of the unspecified procedure, the transducer displayed a usacquisitionhw_31 error message when it was connected to the ultrasound system. There was no patient or doctor involvement when the reported phenomenon occurred. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed for the failure mode of system error message. The most probable cause for the complaint was from a gastro flex thermistor trace crack and open because of insufficient gastro flex reliability; this is relative to design. For a corrective & preventive action, the gastro flex thermistor trace width was widened in the tolerance, and the cable assembly design and gastro flex stiffener were changed. All these activities occured through a CAPA.